Event description:
During a cardiac ablation procedure using a therapy coll path ablation catheter, the irritation port became detached and leaked. The physician attempted to ablate several times with the therapy cool path ablation catheter; however, the power was too low and the catheter temperature quickly met the upper threshold limit of 43 degrees. The physician then noted the irrigation port was partially detached and was leaking saline. The ablation catheter was replaced to continue the procedure with no adverse consequences to the pt.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a f/u report will be submitted.